Manufacturer narrative:
(B)(4) .

Event description:
It was reported that one day after implant, the atrial lead had dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced. The patient was in stable condition.